Event description:
The patient was having a cystourethroscopy with transurethral resection of the prostate. Towards the end of the case, the bipolar cutting loop 24/26 snapped in half at the loop section. There was no harm to the patient and no places were remaining. The instrument snapped in half at the loop portion during a procedure.